Event description:
After the carotid stenting procedure, the patient developed hypotension on the day of the procedure. The patient was a male. There was no calcification or vessel tortuosity, the rate of stenosis was 87%. The patient was enrolled in a clinical study, which is "cas pms #1218". The angioguard xp's delivery and the stent placement were successful. Pre-dilatation (3mm/10atm) and post-dilatation (4mm/8atm) were performed with balloon catheter (brand unknown). After the carotid stenting procedure, the patient developed hypotension (69/37mmhg). It is unknown how long after the procedure the event occurred. The patient blood pressure pre-procedure was 118/70. The patient was taking olmesartan medoxomil to control blood pressure. There was no neurological symptoms with the patient and has since been discharged. The physician does relate the event to the precise stent.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.